Event description:
During pta in the right superficial femoral artery, the opta pro 6x4 balloon burst when the physician starting applying pressure with a hand-held syringe. The balloon was removed and the procedure was completed successfully with another opta pro. There was no report of patient injury. The length of the lesion was 40mm, and was neither calcified nor tortuous. The reference vessel diameter was noted to be 6mm. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.